Manufacturer narrative:
H10: added medwatch number.

Event description:
It was reported via medwatch (B)(4) that the catheter became stuck in sheath. A 6f x 50cm angiojet avx catheter was selected for thrombectomy procedure. However, the catheter became stuck in the 6f sheath. Subsequently, the thrombectomy part of the catheter accordioned, and not allowing the catheter to be easily removed. No complications were reported.

Event description:
It was reported via medwatch # (B)(4) that the catheter became stuck in sheath. A 6f x 50 cm angiojet avx catheter was selected for thrombectomy procedure. However, the catheter became stuck in the 6f sheath. Subsequently, the thrombectomy part of the catheter accordion, and not allowing the catheter to be easily removed. No complications were reported.